Manufacturer narrative:
Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. Pump passed basic occlusion and displacement test. However moisture damage was also noted on motor assy. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.